Event description:
The pt was implanted with a left ventricular device (lvad). It was reported by the vad coordinator that the pt had developed a driveline infection and therefore, the hospital exchanged the lvad. No further info was provided.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any issues. No further info is available at this time. A supplemental report will be completed when the device analysis is completed.